Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer had been using cold insulin. Tandem customer technical support informed customer that customer should be using room temperature insulin. The customer continued to use the pump for insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.